Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set/line) alarm occurred during dwell three of five on the homechoice (hc). The home patient (hp) was connected at the time of the event. The caregiver (cg) stated there was a loose connection between the cassette line and the supply bag. The technical service representative (tsr) had the cg cycle power to end therapy and the cg stated the hp would finish therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the reported alarm was determined to be a loose connection between a supply line and supply bag. The cause of the loose connection could not be determined. Should additional relevant information become available, a follow-up report will be submitted.